Event description:
It was reported that a spectrum pump had an issue of pump turns off when battery is moving upon device power up in the pediatric area department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, "when the battery is moving the IV pump turn off" was not reproduced. A review of the event history log revealed improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.